Event description:
A 66 year old female with medical history of aortic stenosis and bicuspid valve underwent inclusion cylinder aortic valve replacement using a 22mm alt-aortic homograft on 08/15/1997. On 07/16/1998 pt was reoperated to remove fungal vegetation. On 10/02/1998, the valve was explanted due to unidentified fungal endocarditis and fractured non-coronary leaflet. The site does not know if the event is related to the homograft.